Manufacturer narrative:
Manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months later, x-ray spine thoracic 4 view showed the filter at l2 level. After two years and three months later, computed tomography of the abdomen without contrast revealed metallic fragment in region of posterior right hepatic vein suggested a broken fragment from the filter. After six years and three months later, computed tomography of the abdomen revealed only 7 total struts were seen, there should be total of 12 struts. Five struts were missing which represents a fracture with migration of missing struts off of the image set. Some of the filter struts penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. The filter was tilted to the left with its proximal cone laid on the wall of the inferior vena cava possibly embedded in it. Therefore, the investigation is confirmed for alleged for filter tilt, filter limb detachment and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted, struts detached, and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached struts were retained in liver and unknown location within body. It was further reported that out of twelve struts only seven seen, which represents others were fractured and migrated as per radiology report; however, the current status of the patient is unknown.